Event description:
It was reported that inappropriate atp therapy was delivered for atrial fibrillation. The atp therapy was ineffective and resulted in increasing the arrhythmia until a high voltage shock was delivered. The rhythm returned to sinus. The device was reprogrammed. There were no adverse consequences to the patient.